Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd q-syte extension set 15 cm (6 in) 0.34 ml micro bore experienced the septum becoming unglued/lifting up at rim during use. The following information was provided by the initial reporter: 1. The product in question was q-syte-product with extension tube, which was used for the first time on the morning of (B)(6) 2020, and everything was normal on the same day. In the morning of (B)(6) 2020, when the infusion device was connected to the liquid for injection, the septum fell off when the connector was unwound. 2. During the treatment of the patient, q-syte-product was connected with non-bd products to produce deep intravenous injection products, and the drugs used for treatment are non-special drugs, which need to be injected through the joint three times a day. 3. The user has suffered from septum falled off for many times, and has given on-site guidance and observed the user's use method, but no problem has been found.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaint can't be confirmed and the root cause is undetermined.

Event description:
It was reported that the bd q-syte extension set 15 cm (6 in) 0.34 ml micro bore experienced the septum becoming unglued/lifting up at rim during use. The following information was provided by the initial reporter: 1. The product in question was q-syte-product with extension tube, which was used for the first time on the morning of 2020.1.16, and everything was normal on the same day. In the morning of 2020.1.17, when the infusion device was connected to the liquid for injection, the septum fell off when the connector was unwound¿ 2. During the treatment of the patient, q-syte-product was connected with non-bd products to produce deep intravenous injection products, and the drugs used for treatment are non-special drugs, which need to be injected through the joint three times a day 3. The user has suffered from septum falled off for many times, and has given on-site guidance and observed the user's use method, but no problem has been found.